Event description:
The rptr stated that medication sprayed out of the top of the stopcock plug while the anesthesiologist was flushing the device. There was no pt injury or treatment associated with this event.